Manufacturer narrative:
Serological evaluation: the cap_r_3 assay was performed on galileo (B)(4) using retention stripes of crrs(3) plates lot e168 with a known anti-fy(b) positive sample and a known anti-fy(b) negative sample. The reaction pattern is described in the following: anti-fy(b) positive sample ID anti fyb pos: cell 1: 4 + positive, cell 2: negative, cell 3: 3+ positive. Anti-fy(b) negative sample ID (B)(6): cell 1: negative, cell 2: negative, cell 3: negative. The retention product performed as expected.

Event description:
A customer reported obtaining unexpected negative reactions with capture-r ready-screen (3) (crrs3) lot e168, on galileo echo when testing a sample with known anti-fyb.